Event description:
Boston scientific received information that this atrial lead displayed noise. It was suspected the set screw was not secured during the implant two years earlier. A revision procedure was performed. The defibrillator (f110 sn (B)(4)) was replaced, however the issue was not resolved. Two days later, a decision was made to replace this atrial lead. This lead was surgically abandoned and replaced. It was thought there may have been a lead dissection during the implant. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.